Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was displayed on the insulin pump, and it went blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. The display window was scratched.